Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: on investigation, the alleged intermittent sound issue was duplicated in the evaluation. The pump powered up to a clear and legible verify screen with vibratory feature only. The auditory feature was operating intermittently. All sound settings were set to ¿high¿ except the ¿temporary basal¿ was set to ¿off¿. Pump casing was opened and a misaligned contact was found on the audio assembly. Unrelated to the complaint, battery compartment cracks were found at the threads along the side of the compartment and at the case seal below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittent sound issue with the pump while the vibratory feature was working. Review of audio settings indicated that they were programmed correctly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.